Event description:
It is reported that the patient was revised due to the screw backing out of the tibial tray.

Manufacturer narrative:
Revision operative notes were received, stating that the knee screw was displaced and found within the synovium in the intercondylar notch. The surgical notes did not provide enough detail to evaluate whether the screw was torqued to 95 in-lbs. (Specified in surgical technique 97-5954-002-00). X-rays were received that confirm the screw had loosened from the tibial plate. It is possible that the screw was not properly torqued upon initial insertion into the tibial plate; however, this cannot be determined conclusively. Evaluation codes: device history records indicate all components were manufactured and inspected to specification. The screw was returned with the complaint for review and was found to be within print specifications where measured, but could not be functionally tested due to thread damage.